Manufacturer narrative:
This is the same event reported drug manufacturer on medwatch.

Event description:
Reporter stated that a patient, hospitalized for a kidney transplant, experienced hypoglycemia coincident with extraneal therapy (a labeled interferent for comfort curve test strips). Reporter stated that, following the transplant, patient was admitted to the facility's intensive care unit. Patient reportedly requested that the staff use his personal blood glucose monitoring system, due to treatment with extraneal prior to admission and its known interference with gdh-pqq strip chemistry. Reporter stated that a nurse declined, indicating that the inform system was used in the ICU. Patient's blood glucose was subsequently tested, using the inform system, with a result greater than 250 mg/dl (exact value was not provided). Based on this value, a physician treated patient with insulin (amount and type was not provided). Following insulin administration, patient reportedly became hypoglycemic (which was later confirmed by a lab test). No information about treatment received for hypoglycemia was provided. Reporter noted that, later that evening, patient experienced myocardial infarction, prolonging his hospitalization. Following the hypoglycemic event, patient's blood glucose was monitored using his ascenica dex2 monitor. No additional information about treatment received was provided. Reporter noted that myocardial infarction was resolved upon discharge and the kidney transplant was a success. The inform system was not returned to the manufacturer for evaluation.